Manufacturer narrative:
Unit passed displacement test and self test. Unit was successfully downloaded using thus software. Unit was successfully uploaded to carelink. On adapt, pump error 63 was recorded three consecutive times on 08/09/2024 at 14:31:19.000 hour through 14:41:04.000 hour. Pump error 63 (variable 3) due to ambient light test failure. Hardware error (line # = 367, file # = 37). Pump was cut open to perform a visual inspection and moisture damage was noted on pcba1 and lcd flex connector. Isolate to electronic stack. Test p-cap locked into place properly during testing. The following damages were noted: cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, cracked keypad overlay, stained keypad overlay, missing display window/cover, keypad overlay texture damage, pillowing keypad overlay, scratched case, partially broken retainer, cracked belt clip rails, broken battery tube threads, cracked lcd window, and cracked reservoir tube lip. In summary, customer concern for audio/vibrate anomaly/absence of alarm not confirmed. Pump error 63 confirmed due to hardware error triggered by corroded electronic assembly. Isolate to electronic stack. Damage to retainer ring confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced retainer ring damage, audio/vibrate anomaly/absence of alarm, pump error 63(hardware low level failures), damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed and the customer reported physical damage to the retainer ring on the pump. The customer reported a vibrate anomaly. The pump is not currently vibrating/beeping. The customer reported receiving a pump error. The customer was able to clear the error and pump passed displacement test. Pump did not pass additional testing or error table indicated that replacement was required. Troubleshooting was not performed for vibrate anomaly. No harm requiring medical intervention was reported. The customer discontinued the use of the device. Mmt-1780kpk was requested and the device was returned.